Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt developed cardiac tamponade with cardiac arrest, then suffered a massive stroke and never recovered. It was also reported that the pt had an anoxic brain injury from the cardiac tamponade requiring CPR. The pt's family withdrew care.

Manufacturer narrative:
The pump will not be returning for evaluation, as the pt's family requested that the pump not be explanted. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.